Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "athlete's foot", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with juvéderm® volite¿. Two months later, the patient experienced non-device related ¿lumbago¿ and was treated with wulin fossil pill that day. The next day, the patient was treated with flurbiprofen gel paste, celecoxib capsules, eperison hydrochloride tablets, and blood stasis and bi tablets. Two days later, the patient experienced non-device related ¿generalized weakness¿ and was treated with traditional chinese medicine (windproof, atractylodes macrocephala, po). Three days later, the patient experienced non-device related ¿viral cold.¿ seventeen days later, the patient was treated with traditional chinese medicine (sea golden sands, chicken inner gold, po). Two months later, the patient experienced non-device related ¿atopic neurodermatitis of the elbow and ankle¿ and ¿athlete¿s foot¿ and was treated that day with tazarotin betamethasone cream and amorolfine hydrochloride cream. Half a month later, the patient experienced non-device related ¿upper respiratory tract infection. Three days later, the patient was treated with chinese medicine (including winter¿s grass, job¿s tears seed) and lanqin oral liquid. A week later, the patient was treated with traditional chinese medicine (schisandra chinensis, panax ginseng, por and bupleurum chinese, platycodon grandiflo). Three months later, the patient experienced non-device related ¿benign paroxysmal vertigo,¿ ¿left neck pain,¿ and ¿vulvitis¿ and was treated that day with betahistine hydrochloride tablets, strong anti-glare film, flubiprofen gel paste, huoxiang zhengqi soft capsules, febuxostat film, compound licorice mixture, and nifuratel and nysfungin vaginal soft capsules. Three months later, the patient was treated with flubiprofen gel paste. The events are ongoing.